Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip that is completely detached from the base. Grip tip broke piece was not returned with the instrument. Components adjacent to this broken grip do not show damage. The complaint regarding a defective instrument was not confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces.

Event description:
It was reported that the fenestrated bipolar forceps instrument was defected. There was no report of patient involvement or reported injury.